Event description:
It was reported that a transport device made by another manufacturer would not fasten to the power pro tl cot fastener. It was reported that this caused a delay in treatment. It was reported that the patient may have expired, however, this could not be confirmed. It was reported that this event has also been reported to the manufacturer of the other device by the user facility.

Event description:
It was reported that a transport device made by another manufacturer would not fasten to the power pro tl cot fastener. It was reported that this caused a delay in treatment. It was reported that the patient may have expired, however this could not be confirmed. It was reported that this event has also been reported to the manufacturer of the other device by the user facility.

Manufacturer narrative:
Upon completion of the investigation it was reported that the customer did not allege a malfunction with either device involved in the alleged event; however, there was an allegation that the patient passed away during the event due to the delay of treatment. The customer was unwilling to provide any information regarding the alleged patient death or any information regarding the patient. It was alleged that the ferno cot which is not a product manufactured by stryker did not lock into the stryker cot fastener. The customer did not allege any component level issue or malfunction with the devices. Upon completion of a visual and functional inspection by stryker representatives, it was confirmed that no defects were found with the stryker product or the installation of the stryker product. The issue was resolved for the customer by ensuring that the cot fastener was operating to specifications and communicating with the customer the findings of the inspection of the fastener.